Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusuall issue). Reportedly, the pump alarmed for call service but no call service code was shown on the screen after the customer acknowledged the alarm. Review of alarm history showed that the first five alarms were coded "00000000" and dated jan 0 2007. The patient allegedly had only been using the pump for a week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.